Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that when the patient inserted their last pack of contact lenses on (B)(6) 2015 within an hour had severe irritation of the right eye. Later on (B)(6) 2015, the patient removed their lenses and noticed that both eyes were extremely red and the right eye was swollen. The patient was examined by their ecp and was informed that they had a corneal abrasion and that an infection was developing (od). A reasonable and good faith effort was made to obtain medical information without results. This event is being reported out of an abundance of caution based on the alleged infection in the absence of medical information.